Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n160635003, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and another drug (concentration and dose not reported; name of second drug unknown by this reporter) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2012 it was reported that since about 2008 it felt like the patient couldn't off the bathroom because there's pressure there". When he went to the restroom it felt like he could go, but then the pressure, the feeling was still there. It was a constant pushing; it felt like he was "in labor". The patient had been in the hospital and been everywhere, but they couldn't figure it out. He had another doctor to go and see about it. Medication changes had been made in the last two years. The pump was implanted for the patient's neck pain and it was helping for the neck pain. He still couldn't do a lot and he couldn't move his neck very much or it would start to bother him. Per the patient, he had other side effects; he stated "I'm a mess". He couldn't ride in the car anymore for a long distance; if he did, he started vomiting. Also when he woke up in the mornings, if he did go to sleep, he was just in misery". He started throwing up and was in tremendous pain in addition to his bathroom issues; he was miserable. Per the patient, "it has nothing to do with the machine or nothing". The patient also had fluid retention; he normally (B)(6) right now so it's a lot of fluid". Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.